Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that there was a problem with high purge pressure and low pump flow. Tissue plasminogen activator/lysis was administered successfully. It was further reported that the high purge pressure alarm occurred before the pump stopped. The patient was taken to the operation room and pump was exchanged. The purge had not been changed to lysis. The patient survived the explant.

Manufacturer narrative:
The investigation of high purge pressure and pump stop has been completed. The pump was returned for investigation. The pump was cut from the 20 centimeter mark of the catheter. There was biomaterial found in the outflow cage and in the purge gap. Data logs showed that at the time of the failure, there were suction alarms followed by motor current spike and purge pressure high and purge system blocked alarms. The purge pressure was seen rising for the past six hours. This was resolved by adding tissue plasminogen activator to the purge. Therefore, the root cause of the high purge pressure issue was biomaterial. The pump investigation results found biomaterial in the purge gap and on the 10th day, data logs showed that there was a rise in purge pressure over the span of 18 hours with a corresponding rise in motor current up to the point of the high prurge pressure alarms and purge pressure blocked alarms. The flows were also saturated. Therefore, the root cause of pump stop was biomaterial. D.9 device returned information/date was added. G.1 revised reporting contact email since the initial manufacturer device report 1220648-2024-23539 was submitted in accordance with updated procedures. H.6 health effect - impact code 4644 was reported incorrectly on supplemental manufacturer device report 1220648-2024-23539-01.

Manufacturer narrative:
Added-h6 impact code 4644.